Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the available information, it is not possible to establish the root cause of the reported event. However, per the document review performed, no manufacturing deficits were identified. The manufacturer has followed up to retrieve additional information on this event, but no further details have been provided to date. Should additional information be received, the manufacturer will update the reporting activity within the required timelines.

Event description:
The manufacturer received information on this event through the device tracking department. Based on the information reported in the patient implant form, a perceval pvs23 was implanted and explanted during the same procedure on (B)(6) 2020. No further information is presently available.